Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany. It has been reported that the cutting edge of a scalpel blade was blunt, resulting in imprecise crop margins and addition of a skin slat. The blade was changed and precise cutting was achieved.

Manufacturer narrative:
Investigation: for working safety reasons, an investigation of the blades could not be carried out. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Corrective action: according to sop (B)(4) a CAPA was already initiated in relation to notification (B)(4).